Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted due to massive bleeding in the upper gastrointestinal tract. Less than 4 units of packed red blood cells were transfused per 24 hours, and polypectomy was performed. It was noted that the patient had a history of lesion or disease at the bleeding siter which precipitated the onset of bleeding, oozing from a fundic gland polyp. The patient was discharged on (B)(6) 2025.

Manufacturer narrative:
Corrected data: section a: date of birth corrected. Section b2: corrected. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.